Event description:
It was reported that the shaft of the tenaculum forceps instrument appears to be scratched. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the distal end of the main tube has a couple of light scratches and a few small sections with material removed. The damaged areas are roughly .5 inches long or less, with a rough surface finish, but are more narrow than cannula related tube abrasions. Based on the location and appearance, the scratches are most likely due to instrument collisions. Engineering also observed that one pitch up cable is broken at the distal clevis. Engineering concluded that the breakage may be due to lifting of heavy object. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.